Event description:
It was reported by pt that he underwent a total hip arthroplasty in which pt received a durom acetabular cup. Post op, pt experienced pain and his physician recommends a revision.

Manufacturer narrative:
Info was forwarded from the owner establishment, zimmer inc. Which markets the devices is the u.s.